Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station went to a blue screen, and users were unable to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) logged into the station, found out that the station was no longer stuck on the blue screen, the med application was auto launched and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist inspected the device.